Manufacturer narrative:
Continuation of d10: phenom 27 microcatheter product ID fg15150-0615-1s (lot: 227752626). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex with shield technology stent failed to open and the stent prematurely deployed in the phenom 27 microcatheter during withdrawal. The phenom 27 was reported to have difficult navigation. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, right internal carotid artery posterior communicating segment aneurysm (on the outer curvature side) with a max diameter of 4 mm and a 1.7 mm neck diameter. The landing zone arterial diameter was 3.7 mm distally and 4.4 mm proximally. It was noted the patient's vessel tortuosity was minimal. Femoral artery access vessel diameter was 10 mm. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was noted as not tested. The angiographic result post procedure was reported as right internal carotid artery posterior communicating segment aneurysm. After the distal access catheter (zhong tiantianxun 5f, 115 cm) was positioned, a synchro14 guidewire was used to advance a phenom 27 microcatheter (fg15150-0615-1s, lot 227752626) to the m2 segment of the middle cerebral artery. The flow diverter dense mesh stent (ped-450-14, lot d094507) was hydrated and delivered through the microcatheter to the straight segment of m1. At the straight m1 segment, the operator attempted to deploy the stent by withdrawing the microcatheter and then planned to pull it back to the intended anchoring point. However, the proximal end of the stent could not open in the straight segment. The system was pulled back into the internal carotid artery and deployment was attempted again. Techniques including expansion, microcatheter recapture and redeployment, and pushing the delivery wire were attempted, but the proximal end still could not open. The system was therefore removed completely from the body. During withdrawal, it was found that the stent had detached inside the microcatheter. The phenom 27 microcatheter was reported to have difficult navigation. It was unknown if there was any friction during delivery of the catheter. A new microcatheter (fg15150-0615-1s, lot 232500597) was advanced again to the m2 segment, and a new flow diverter dense mesh stent (ped-425-14, lot d064886) was delivered. The proximal end of the stent opened successfully and was pulled back to the intended anchoring point for deployment. The procedure was completed successfully, and the patient remained in good condition. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label). The pipeline was not positioned in a bend, had been deployed more than 50% when it failed to open, and was resheathed less than or equal to 2 times. No additional steps or other devices were required to open the pipeline. It was also contradictorily reported that the distal end of the stent failed to open. Based on the description of the event and device deployment operation steps, distal end of the stent would be applicable to both the initial stent and replacement stent scenarios described.